Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue is that a pcu/large volume pump module setup a primary and secondary bag but did not deliver the medication. As case escalated to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pcu/large volume pump module setup a primary and secondary bag but did not deliver the medication. The primary medication went to secondary bag and just stayed there and did not infuse. There was patient involvement and no harm.

Event description:
It was reported that the 8015 / 8100 setup a primary and secondary bag but did not deliver the medication, primary medication went to secondary bag and just stay there and did not infuse. There was patient involvement and no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.